Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery, followed by motor error during a bolus attempt. The customer's blood glucose was 289 mg/dl. The caller did not observe any other significant events leading to the alarm. The insulin pump had not been exposed to a strong magnetic field. The customer was not able to clear the alarm, but the insulin pump did not display any alarm at the time of the call. The customer's mother stated that the customer was able to prime, but that was all. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error or excessive no delivery alarm noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery tests and passed the motor test. Unable to verify e70 alarm in the alarm history due to history file over written. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.